Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the experienced bruising and pain at the insertion site so they removed the sensor. The discomfort continued so she went to the emergency room (ER) on (B)(6) 2022. She felt that the pain may have been due to a portion of the sensor wire left inside her skin because the sensor wire at the underside of the transmitter holder appeared shorter when she removed it. She had an x-ray and a soft tissue ultrasound, and the doctor confirmed there was no sensor wire fragment retained in her skin. She was prescribed 500 mg of cephalexin (antibiotic) four times a day for ten days. She was at the ER for five hours before going home, and she felt better at the time of the report three days later. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).